Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID (B)(4).

Event description:
N/a

Event description:
It was reported that a box of sensation balloons were having damaged packaging. There was no patient involved.

Manufacturer narrative:
Due to character restriction in block e1 full event site name:(B)(6) . The device has not been returned to the manufacturer and so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record (B)(4).